Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-500mg/dl fasting. Verified the strips expire 11/21/2016. Customer confirms the strips are stored properly and were first opened 4 days ago. Customer was calling from the pharmacy and was unable to perform a blood test. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of blood results reading "hi.". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-500 mg/dl fasting. Verified the strips expire 11/21/2016. Customer confirms the strips are stored properly and were first opened 4 days ago. Customer was calling from the pharmacy and was unable to perform a blood test. Reviewed meter memory: 165 mg/dl, (B)(6) 2015, 02:06 pm, fasting: no; 243 mg/dl, (B)(6) 2015, 10:57 am, fasting: no; 319 mg/dl, (B)(6) 2015, 09:32 am, fasting: yes; 497 mg/dl, (B)(6) 2015, 06:27 pm, fasting: no; hi, (B)(6) 2015, 03:29 pm, fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.